Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a curved opening on patch/shell bond edge, flat creases. And observed, void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified, a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on patch/shell bond edge assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
G.3 for initial emdr-00033 was inadvertently left blank, the correct date of g.3 is 06/apr/2021.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.